Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient states that for the past month or so the pain in their back has been increasing. Their pain doctor has been increasing their pain medication but the pain is getting worse. The patient states that they had a minor fall and they sprained their leg in (B)(6) 2017. The caller states that their stimulation is on and they can feel it. The patient tied using different programs and settings but it's not helping. The patient was recommended to follow up with their health care provider. The patient mentioned that they have an appointment scheduled for today.